Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted due to a helix issue. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation and was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.